Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultralink meter would not power on. The medical surveillance specialist (mss) spoke to the pt on april 30, 2010, and was able to obtain/verify info. The pt tests her blood glucose 4-5 times a day. She manages her diabetes with humalog insulin via an insulin pump. The pt indicated that the alleged issue started on (B) (6), 2010, at around 3:30 pm. At that time, the pt claimed that she was unable to test her blood glucose because of the alleged issue. Before going to bed that same day, the pt tried to test her blood glucose again, but the meter still did not turn on although she had also replaced the device's battery. Due to not being able to test, the pt continued to take basal humalog insulin before going to bed. She also decided not to eat anything, such as a snack, before going to bed since she was afraid that her blood glucose level would go too high overnight. The next morning at 11 am, the pt claimed that she was unresponsive and her husband was unable to arouse her from her sleep. Her husband managed to get some juice in her mouth. An unk time after receiving the juice, the pt "came out of it" and became more coherent. The alleged issue was not resolved with troubleshooting, meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive severe hypoglycemia after the alleged issue began.